Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked connector at lcd board. Unable to verify weak battery alarms due to unresponsive buttons. Unit received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call that the act and up arrow buttons on the insulin pump were sometimes unresponsive. The insulin pump's battery was not lasting long. The insulin pump alarmed weak battery and no delivery. Customer's blood glucose level was 171 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.